Manufacturer narrative:
This supplemental report was submitted to provide additional details of the event. The investigation is still in progress. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
Olympus was informed by the nurse at the user facility of the reported ¿no image displayed¿. The customer problem was found at during pre-use inspection. The scheduled diagnostic screening procedure was completed using a another/same model device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation it is possible cleaning solution between the camera head and the scope mount and caused the camera head and scope mount to stick and fail. However, the specific cause of the event could not be established at this time. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿be aware of the following when cleaning, disinfecting, and sterilizing. The device may fail. During cleaning, immersion disinfection, and gas sterilization, the video adaptor should be attached to the camera head (to prevent waterlogging of the connection). However, when sterilizing autoclaves, perform the status with the video adaptor removed (to dry the steam at the connecting part).¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus repair center. The inspection confirmed the customer reported issue, screen does not appear due to a defective charged coupled device unit. The inspection also noted the video adapter cannot be removed from the camera head, and the video connector has wear. Olympus requested additional details regarding the reported event and is pending. The investigation is ongoing. However, if additional information becomes available, this report will be supplemented accordingly. In general, the end user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
Olympus (omsc) was informed via repair request that the customer autoclavable camera head ¿image does not appear¿. The customer reported issue was found during an unspecified event. No death, injury or harm was reported.